Event description:
The pt alleged she may have received 1mg but the pump delivered 4mg instead. They facility stopped the pump. Total mg received by pt was 24mg. The facility was not sure of the length of time the pump was in use. The pt was overly sedated but was immediately stabilized. The facility was unable to download pt history from the pump. The pt had a c-section.

Manufacturer narrative:
Results using the customer's programs and rate 125 ml/hr indicated that infusions were out of range, but still within +/- 5%. An improper set program caused the pt to received 4mg instead of 1mg per dose based on pt history that was downloaded. The pump was past due for preventive maintenance on 12/17/2009.